Event description:
It was reported that in (B)(6) 2012, the patient was supposed to have a surgery to fix a pump leak, but had no insurance at the time, and subsequently did not have the surgery because her insurance expired. The patient noted that the pump helped with the pain, but due to no insurance, she could not continue with the device and therapy, thus the patient did not currently have a managing health care provider (hcp) and the device was not currently delivering therapy. The reporter noted the pump was implanted in (B)(6) 2010. The pump device was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).